Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the incoming inspection member found puncture on the sterile package. No adverse events have been reported as a result of the malfunction as there was no patient involvement.

Manufacturer narrative:
UDI# (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the box confirms it has been damaged. There is a small puncture hole that goes through the box sleeve and box and it stopped at the inner cavity. The cavity has a damage mark on it but it did not go through the cavity. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.